Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she is no longer using the insulin pump since it stopped working on her. Customer stated that she was hospitalized due to diabetic ketoacidosis and was in the intensive care unit for 2 weeks. Customer stated that the pump would not bolus and she was receiving alarms that would not go off the pump. Customer stated that she can no longer find the pump. Customer stated that the pump was not turning on and when it did come on, it would go back off. Customer stated that she has been off the pump for about 3 months prior to the hospitalization. Customer stated that she has been in the hospital 3 times since going off the pump. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 750 mg/dl. Customer stated that she was not using or wearing the pump when she was hospitalized. Customer stated that she was put in the hospital because she was not on her pump. Customer stated that she was on insulin drops.